Event description:
Narrative from staff: patient had insertion of gastrostomy tube. The next day, it was determined that the g-tube became disconnected/dislodged. Surgeon went to the patient's bedside where a foley was attempted to be placed through the tract back into the stomach but this was unsuccessful after three attempts with de-escalation of size of the foley to the smallest in and out catheter that we could find and this procedure was aborted. The patient was consented to return to the operating room for revision of gastrostomy site. It was brought up to the charge nurse that the g-tube was completely intact.